Event description:
It was reported that the patient presented in clinic after receiving high voltage therapy for atrial fibrillation with rapid ventricular response. The therapy did not convert the af to sinus rhythm. The device was reprogrammed. The patient will continue to be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.